Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a liver resection procedure, after firing twice, the scrub tech went to reload the stapler but noticed the blade was up and out of position. It was unable to be reloaded. The procedure was completed using same like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # k59g53. The analysis results found that the tvc55 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded on the device without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.